Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. The customer also reported that they experienced chest pain because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.